Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was hospitalized for an unrelated condition. During the in-patient stay the implantable cardioverter defibrillator went into backup operation when the physician attempted a firmware update. The device was successfully restored via firmware download. The patient was in stable condition.